Event description:
A biomedical technician (biomed) at a user facility reported that burned components were found on an actuator-test board for a fresenius 2008t hemodialysis (hd) machine. It was stated that a patient was not connected to the machine at the time of the incident. The biomed reported that the damage was identified during machine repair after the machine was pulled from service for alarming with a flow error during rinse mode. The original replacement actuator-test board received was an out of box failure as the flow error persisted and neither the flow nor deaeration motors were turning. Additional information was requested however a response was not received. In a subsequent call to fresenius technical services the biomed reported that the second actuator board replacement resolved the reported flow and thermal damage issues. The actuator-test boards are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: an actuator test board was returned by the customer for physical evaluation. The visual inspection of the returned part showed no signs of physical damage. The part was installed in a test machine. The test machine powered on without issue. The machine completed rinse mode and there were no issue encountered during dialysis mode. The machine passed the self-test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation was unable to confirm the customer¿s reported issue as thermal damage was not identified on the returned part and an issue was not encountered during testing.

Event description:
A biomedical technician (biomed) at a user facility reported that burned components were found on an actuator-test board for a fresenius 2008t hemodialysis (hd) machine. It was stated that a patient was not connected to the machine at the time of the incident. The biomed reported that the damage was identified during machine repair after the machine was pulled from service for alarming with a flow error during rinse mode. The original replacement actuator-test board received was an out of box failure as the flow error persisted and neither the flow nor deaeration motors were turning. Additional information was requested however a response was not received. In a subsequent call to fresenius technical services the biomed reported that the second actuator board replacement resolved the reported flow and thermal damage issues. The actuator-test boards are available to be returned to the manufacturer for physical evaluation.